Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the pim test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: during a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the unit was failing the pim test. After troubleshooting the fse found that the issue was coming from a new safety disk that had been replace as part of the pm. To fix the issue the fse replaced the safety disk with a second new safety disk and then the unit passed the pim test. The fse completed the 5k pm, and the unit passed all test and calibrations and was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is unknown.

Event description:
N/a.

Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the unit was failing the pim test. After troubleshooting the fse found that the issue was coming from a new safety disk that had been replace as part of the pm. To fix the issue the fse replaced the safety disk with a second new safety disk and then the unit passed the pim test. The fse completed the 5k pm. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.